Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module sub-assembly was replaced to address the issue. Additional findings not related to the malfunction/issue was two additional error codes found in the ventilator's downloaded error log. The device's system printed circuit board was replaced to address these two system error codes. Additionally, there was damage to the universal serial bus (ubs) extension cable, the usb extension cable was replaced on the device. The following parts were proactively replaced on the device: air inlet foam filter and particle filter. After all parts were replaced on the device, the final and run-in tests were performed, along with the battery and valve checks. The software version on the device was upgraded to the current software version. The device was found to be operational, and it was cleaned.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for preventive maintenance and "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module sub-assembly was replaced to address the issue. Additional findings not related to the malfunction/issue was two additional error codes found in the ventilator's downloaded error log. The device's system printed circuit board was replaced to address these two system error codes. The device's oxygen blending module subassembly and system board were returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The pil technician states the components were tested and passed all testing. No malfunction of the components was noted. The technician concludes the components operated as designed. The components were scrapped per pil protocol.